Event description:
I'm a type one diabetic who was just forced to upgrade from a dexcom g6 to a dexcom g7, and it's been one of the single most frustrating experiences in my decades of t1d. In summary: the g7 is an incredibly poor-quality product. It's connectivity to devices is a massive step down from the g6. It gives low reading a ridiculous amount of the time - I don't even consider a low reading from it to be worthy of concern, it's so inaccurate. The device is supposed to last for 10 days, but the sensors are too poor quality to last that long. My sensor failure rate is (B)(4) the marketing dexcom used to convince diabetics to switch was deceptive and did not represent what their devices were actually capable of. While using the g6, which I had used for four years or longer, I rarely ran into issues with sensor failure. It would happen occasionally, but the most common problem was adhesive / getting the thing to stay connected to your skin for the full lifetime of the sensor. Since switching the g7, I have had a (B)(4) sensor failure rate. The third failure happened this morning after a sensor was attached for only one day. The previous sensor lasted 9 days. The sensor before that only lasted 3 days. When I ask dexcom what could be causing these failures, they have one question and one question only: did you take tylenol? (I did not). If you try to press the customer service rep on what else could be causing it... The only idea they have is "blood clots build up on the sensor"... But that seems like a design problem you need to fix before you can go to market / something the FDA should've rejected the device entirely over. Also worth calling out deceptive marketing: 10 days! Then grace for another 10 days! One sensor lasts 20 days if you really stretch it, that is not true. The devices aren't built to even last 5 days in my experience. The health risk of dexcom products constantly failing is very real: these sensor failures always happen overnight. Once the sensor fails, my basal rate alone will cause my blood sugar to go precipitously low. And that low won't be the random erroneous signal that my g7 gives and I constantly ignore, that low (the one that came about because the sensor failed) is a very dangerous one. Given their monopoly on the industry, I have no choice but to continue to be their customer, but I really hope you guys are aware of the anti-customer, anti-patient, sub-standard products that dexcom is shipping. Please do something about it. Thank you for your attention. Reference report # mw5159246, mw5159247, mw5159248.